Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the defibrillator "failed the therapy deliver test" with multiple 7:29 and 7:38 errors. There was no pt involvement.